Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check-up, episodes of non-sustained vt and non-sustained rv oversensing were observed due to far p-wave oversensing and noise. The lead had perforated the heart. Loss of capture and decrease in sensing were observed. Patient was symptomatic with dizziness. The lead was explanted. Patient was doing fine.